Event description:
It was reported that an amia automated pd cycler set was damaged; further described as "there was a complete disconnection or brake from the line that connects to the heater bag to the cassette." This was observed during use of the device while training for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye identified the heater bag tubing separated from the cassette. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.